Event description:
Family member of the home pt (hp) reported 1/2001 that the hp experienced shortness of breath, as if home patient were fluid overloaded, while using the homechoice cycler for automated peritoneal dialysis therapy. The hp's family member relates they placed the homechoice cycler into a manual drain, allowing fluid to drain from the hp's peritoneum until the hp could breathe easier. According to the hp's family member, the hp did not continue to perform automated peritoneal dialysis therapy after the manual drain but discontinued thearpy for the night prior to completion. Follow up with the hp's healthcare professional (hcp) reveals that since around 12/00, the hp began to feel fuller than the hp typically would during home pt's automated peritoneal dialysis therapy. Hcp relates that the hp's weight had increased which resulted in the hp experiencing shortness of breath and a feeling of fullness during automated peritoneal dialysis therapy. Hcp relates taht the hp was treated with lasix and dialysis therapy to remove the excess fluid. According to the hcp, the hp has responded to treatment and home pt's weight has been reduced back. Hcp does not attribute fluid overload to the homechoice cycler but to the hp's own repeated noncompliance, as the hp refuses to fully perform the automated peritoneal dialysis therapy on a regular basis.